Manufacturer narrative:
The returned product was evaluated and performed as designed. No kink was noted in the cannula. The pod was found to have terminated in a hazard alarm, a safety feature not considered a malfunction. The root cause of the alarm could not be determined conclusively. No product defect or deficiency that would have contributed to the reported hyperglycemia was found.

Event description:
The customer reported that her blood glucose reached greater than 250 mg/dl and that the cannula was kinked. The pod was worn between 4 and 24 hours.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported kinked cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.